Event description:
In 2005, while wearing the external equipment, the patient reportedly had no sound percept. In 2 days later, the patient was seen at the center for the device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning.